Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead became dislodged. The physician attempted to reposition the rv lead, however was unsuccessful. The rv was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood. The analyst noted the lead was returned with dried blood on the helix and within the sleevehead. Dried tissue/body fluid in the sleevehead prevents the helix from extending and retracting. This is not a lead failure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.